Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit does not acquire-report ECG. There was no patients involved.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: event site postal code: (B)(6) . A getinge field service engineer evaluated by connecting the simulator to the supplied cable, the equipment presents a discontinuous ECG signal.elimination of the defect by cleaning and restoring the connection of the intermediate part of the cable. However, we recommend replacing the ECG cable. Operational tests carried out with positive results. The fault did not cause harm to operators/patients. Repair completed, the equipment can be used.